Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized conductors were observed via fluoroscopy. No electrical anomalies were detected. Lead remains implanted. Patient will continue to be monitored.